Event description:
It was reported that the patient experienced high blood glucose after unintentionally removing the infusion set from the applicator during a supply change and then manually inserting the cannula into the abdomen, which resulted in an infusion set deployment error and likely a bent cannula; the patient subsequently performed a successful supply change and resumed use. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided. Investigation of this case revealed no device problem but identified a usage problem related to improper or incorrect procedure involving the cannula component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. Thank you for your attention to this summary.